Manufacturer narrative:
The insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Unexpected restart alarm after battery change due to faulty interface board. No signal too low alarm or low battery alarm noted. The pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced unexpected restart and signal too low alarm. The customer's blood glucose value was 261 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The insulin pump passed self-test. The product was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.